Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this pacemaker, the lead could not be inserted into the header. This pacemaker was removed and replaced. No adverse patient effects were reported. The manufacturer, model, and serial information for the lead being implanted was not provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. No obstructions were found in the port, the seal plugs is intact, and the setscrew moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported observation.

Event description:
At a later date, the pacemaker was returned.

Manufacturer narrative:
As of today, this pacemaker has not been returned to boston scientific for laboratory analysis. An additional follow-up on its return was made but no further information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--